Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hernia procedure, the tacks of the device did not stay in the mesh and were falling. The surgical time was extended by more than 30 minutes due to the device issue. The tacks fell into the patient cavity and were not retrieved. They sutured the mesh to resolve the issue.